Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. During investigation of the device, pil observed an unknown contaminant on the top enclosure, on the blower box where the pollen filter would be placed, on the iso port of the rear panel, on the rear panel, and on the sd card and modem flip doors. An unknown dust contaminant was present on the pca. The front enclosure was observed to have a dark dust contaminant on it. The p3 6 pin connector on the pca was observed to have an unknown contaminant inside of it. An unknown dust contaminant was observed on the blower box. Uknown contaminant and hair-like particles were present on the bottom enclosure and the rear panel. The o-ring of the rear panel was observed to have an unknown contaminant on it and inside the blower box outlet, verifying contaminant in the airpath. There was a presence of heavy dust contaminant and hair-like particles on the blower, the blower seal, and on the blower box. Evidence of liquid ingress was observed on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. Powered up the device and confirmed airflow using a known good power supply and power cord. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.